Manufacturer narrative:
The failure investigation has been completed. Based on the analysis, the alleged issue could not be verified.

Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.

Event description:
It was reported that the customer went to the emergency room (ER) with a blood glucose (bg) level of over 400 mg/dl; cause was unknown. Customer was treated with intravenous fluids of saline and insulin to address the elevated bg. Customer was discharged the next day, (B)(6) 2024, with the issue resolved and no permanent damage. Later that day, the customer had another elevated bg level of 450 mg/dl; cause was unknown. The customer delivered a correction bolus and a correction injection to address bg level. Reportedly, the pump was replaced to resolve the issue, and the customer reverted to an alternate method of insulin therapy.